Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider.

Event description:
Edwards received notification that this patient with a 19mm valve implanted in the aortic underwent surgery for a valve-in-valve replacement after an implant duration of 1 year and 1 month due to suture torn out leading to severe pvl. A 2mm transcatheter valve was implanted within the edwards valve. As reported, the patient had a very fragile tissue. The issue was already observed one month after the implantation of the 19mm surgical valve. The pvl was grade 2 post procedure (measured via angio). Nevertheless it improved from grade 4 to grade 2 and was linked to the previous endocarditis. The patient was noted to be ok. There were no plans for further intervention.

Manufacturer narrative:
The cause cannot conclusively be determined; however, it was reported the patient had very fragile tissue so patient factors/surgical technique likely contributed to the event.

Event description:
Edwards received information patient underwent valve-in-valve procedure after an implant duration of one year, one month, due to suture torn out leading to severe perivalvular leak. As reported, the patient had very fragile tissue. This was reported to be observed one month after initial implantation of surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this 51-y-o patient with a 23mm implanted in the aortic underwent surgery for a valve-in-valve replacement after an implant duration of approx.. 1 year and 1 month due to suture torn out leading to severe pvl. A 23mm transcatheter valve was implanted within the surgical edwards valve. As reported, the patient had a very fragile tissue. The issue was already observed one month after the implantation of the 23mm valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: supplemental report was submitted to include the serial number and DHR. Updated d4. Expiration date and h4. Device manufacture date. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11. Corrected data: b5

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required a valve in valve procedure to treat the pvl. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was informed that this valve showed a paravalvular leak (pvl) after an implant duration of approx 1 year. A 26mm transcatheter valve was implanted and the leak significantly reduced. No additional details were provided.